Event description:
It was reported that the customer did not see drops of insulin exit the tubing during the fill tubing step of the load process. The customer stated the luer lock was askew and not connected properly. The luer lock was reconnected and the customer was able to see drops of insulin and resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.